Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: (B)(6), ubd: , UDI#: work order completed. H3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. H3, h6: analysis was performed for product: 9735821, lot number: (B)(6). It was reported that the returned positioning sensor unit (psu) had registered a bump. Otherwise, the psu passed an accuracy test (aak) at .087mm with a passing threshold of .250mm. Codes b01, c08 and d02 are also applicable to this analysis. A05: applicable to localizer faulted. A1102: applicable to the localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a 'localizer faulted' message and, upon entering the network device interface (ndi) toolbox, a status message of 'bump detected' was observed. There was no patient involved.